Event description:
It was reported that the device had a "cassette locked but not latched" error message. Per the reporter, something was wrong with the locking mechanism. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date received by mfg; 3/10/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint could not be replicated during the lock latch test. The root cause could not be determined due to the complaint could not be replicated. It was found that the downstream occlusion seal was damaged. The downstream occlusion seal was replaced.